Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load fill tubing step, 'squirts of insulin' instead of insulin drops were observed to be exiting the infusion tubing. Tandem technical support advised the customer to replace the infusion set tubing, but customer declined. Customer's blood glucose was 150 mg/dl. No additional information was provided.